Event description:
It was reported that during implant procedure noise on the rv channel was reproducible and it was believed due to a set screw or blood in the header so replaced with a new device. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4). No anomalies found; grommet damage was noted.